Event description:
Since receiving the cochlear implant in 2002, this pt responded inconsistently to sound and did not progress as expected towards the development of age appropriate speech and language skills. Explantation / reimplantation surgery was completed successfully in 2004.